Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/30/2016 with the following findings: evaluation revealed that the pump was unable to detect the cartridge upon the first load attempt. No motor noise was duplicated. The cover was removed, force sensor calibration reading was low. Force sensor resistance was high~100k, moisture corrosion was found on force sensor plate and on the gear assembly, also found moisture corrosion on display board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed moisture in the pump. The force sensor calibration reading was low. This report is made based on results of investigation completed on 08/30/2016.